Event description:
It was reported that cartridge alarm 30 occurred, and issue did not occur during cartridge load process or involve previous similar alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded original cartridge without changing it, successfully resumed insulin therapy, and issue was resolved with no further actions reported. Cts to replace pump. Customer will continue to use current pump.